Manufacturer narrative:
A search of the medtronic global complaint handling database with the provided serial number did not find any previous records for these observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated information: d4 (expiration date, serial #, UDI #) and h4. This literature case report was identified as a duplicate to a non-literature complaint record in medtronic's global complaint handling database. Please reference the following MDR numbers for further information pertaining to this case: 2025587-2024-01083 (initial); 2025587-2024-01083 (follow-up number 001); 2025587-2024-01083 (follow-up number 002); and 2025587-2024-01083 (follow-up number 003). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Citation: wong-siegel, j, naylor, a, balzer, d. Left coronary artery compression and stent fracture following self-expanding transcatheter pulmonary valve implantation. J am coll cardiol case rep. 2024 sep, 29 (17). Https://doi.org/10.1016/j.jaccas.2024.102500 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who underwent transcatheter pulmonary valve implantation with a medtronic 25 mm harmony valve. Between nine- and twenty-six-months post-implant, the authors recorded the following adverse patient effects: decreased left ventricular ejection fraction (from 62% to 28%), pulmonary insufficiency/regurgitation (mild to moderate), left ventricle (lv) dil ation, late gadolinium enhancement throughout the lv myocardium, right bundle branch block, st-segment depression on electrocardiogram, and elevated cardiac markers (troponin I and pro¿b-type natriuretic peptide). Cardiac catheterization was performed at the twenty-six-month post-implant mark and found moderate to severe compression of both the left anterior descending and left circumflex cor onary arteries by the outflow portion of the harmony stent frame. During the catheterization, the authors also incidentally identified that a strut of the harmony stent frame had fractured and caused a perforation of the aorta. Interestingly, the authors wrote t hat the perforation was not clinically apparent (no evidence of a hematoma, inflammation, or other abnormalities at the perforation site). After a multidisciplinary review of the patient¿s case, the decision was made to explant the valve. No further information was provided pertaining to the harmony valve.